Event description:
It was reported that during an implant attempt of a right ventricular lead that physician was unable to fully advance the stylet. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. A stylet can be inserted to the tip with no problems. Defib conductor distorted; blood in/on helix mechanism (sleeve head) and a tip seal observation. Damaged at implant. Full lead was returned and analyzed.